Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found that the oxygen sensor was not giving accurate readings. The cse replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).